Manufacturer narrative:
The product has not been returned to the manufacturing site. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the cataract surgery with intraocular lens (iol) implant procedure, patient¿s postoperative visual condition was not good. Currently, the postoperative situation is being looked at, but it is pointed out that diopter of the iol itself may be different from the package. Additional information has been requested.

Manufacturer narrative:
New information was provided, that the patient's vision has gradually improved over the past six months. The doctor recognizes, that the iol was not the cause. Not enough information was provided, by the reporter, for further investigation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information, has been received. And stated, that the lens were not explanted from the patients eye. In addition, the patient's vision has gradually improved over the past six months. The doctor recognizes, that the iol is not the cause.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that, the lens were not explanted from the patients eye. In addition, the patient's vision has gradually improved over the past six months. The doctor recognizes that the iol is not the cause.